Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. The unit intermittently will not heat on the patient side. The technician replaced the intermittent patient side 3-way valve. Due to the nature of the problem, the main side actuator was also replaced. Calibration check, functional test and safety check as per the service manual were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
September 23, 2015 10:19 am (gmt-4:00) added by (B)(6): (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that prior to use, the hcu30 was not heating and had an error code. The customer did not write down the error code. Rebooting was performed; but the unit still would not heat. No patient involved. (B)(4).